Event description:
It was reported that an ilet insulin pump¿s touchscreen cracked, rendering the display unreadable and the device no longer watertight, and the patient could not navigate the device despite the unit having been synced prior to shutdown. Symptoms included inability to view or interact with the device interface. Outcomes included interruption of therapy management and the need for device replacement, with the patient advised to continue glucose monitoring using the cgm app or receiver. Investigation included phone-based troubleshooting, user guidance on shutdown steps, and arrangements for device return and replacement. Investigation of this case revealed physical damage to the touchscreen that compromised device integrity and usability. It was concluded that the device experienced a screen failure due to damage, that functionality could not be verified, and that replacement was warranted.